Event description:
Boston scientific received information that a patient with a single chamber pacemaker who is pacemaker dependent, was in the hospital fri night for emergent endoscopic retrograde cholangiopancreatography (ercp). Prior to the procedure the physician attempted to change the device setting from ssir to soo pacing. However during the programming, he selected auto for the right ventricular (rv) output, and the patient received no pacing long enough for CPR to be started. Subsequently programming was reverted back to the previous settings to resume pacing. Additional information was received that the physician had mistakenly programmed the device rv outputs to 0.1 volts initially and the heart rate dropped significantly. The device was returned to original settings were pacing/capture was re-established. Programming was then set to soo mode with a fixed output of 1.1 volts. No further adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain the model and serial number of the device were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.